Event description:
The customer called for help in running a control test. He performed 3 tests and received results of 197, 198, and 207 mg/dl. The normal control range was 94-130 mg/dl. No adverse events were alleged. The customer was using a sample bottle of test strips, but the remaining strips are to be returned for evaluation. Replacement test strips were sent to the customer.